Event description:
As reported by the edwards field clinical specialist, during insertion of a 26mm commander delivery system with a sapien 3 resilia in the aortic position resistance was noted through a 14f esheath+. A decision was made to not to attempt to push the system and to remove the delivery system and valve and prepare a new system to ensure patient safety of the femoral vessels. It was noted that there was a clot that had formed or been dislodged and moved down the patient's leg to the knee, which caused lack of flow and needed to be removed. An intervention was performed to remove the clot. There was no damage to any of the edwards devices. The patient is stable and recovering well. The device will not be returned for evaluation.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Correction to h6; clinical code, device code, type of investigation, investigation findings, investigation conclusion. The 14f esheath plus was not returned for evaluation. The complaint for difficulty advancing through the esheath was unable to be confirmed. No manufacturing non-conformances that would have contributed to the reported event were identified. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. An existing technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Tortuosity was detailed as "low". Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Calcification was detailed as "low". Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. The access vessel was "5mm", which is below the minimum luminal diameter of 5.5 for use with the 14f esheath. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. The insertion angle was not considered steep in this case. The presence of the above factors can create challenging pathways during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or non-conformance associated with this issue. There are several 100% in-process inspections (visual) performed in the manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that fact that is unlikely that a manufacturing non-conformance contributed to this complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. In this case, available information suggests that patient factors (undersized vessels) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaint for difficulty advancing the commander delivery system with s3u/s3ur crimped valve through the esheath resulting in a high push force has been previously identified in product risk assessment (pra).